Manufacturer narrative:
The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a deep cut in thirty (30) homechoice automated pd set with cassettes. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: seven (7) actual devices were received for evaluation. Visual inspection was performed and scratches greater than 0.60mm2 on all tubing located above the tack weld were observed. The scratches were cosmetic in nature and did not affect the functionality of the set. One sample was leak, clear passage, and clamp function tested and no issues were observed. The reported condition was verified. The cause of the damaged was due to the ubing gripper during the assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.